Event description:
It was reported that the handpiece was leaking air. There was no patient involvement reported and no adverse consequences were alleged.

Manufacturer narrative:
The handpiece was returned to the manufacturer for quality investigation. According to the quality engineer, there was wear on several internal components of the handpiece. The leaking air was likely the exhaust.